Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and high impedances due to a helix retraction after implant, in the reposition attempt the lead exhibited extension issues they decided to extract the lead and evident lead damage was observed the helix fixation method is broke. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inner coil near tip deformed was confirmed apparently during explant.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and high impedances due to a helix retraction after implant, in the reposition attempt the lead exhibited extension issues they decided to extract the lead and evident lead damage was observed the helix fixation method is broke. No additional adverse patient effects were reported.